Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and failed due to a cracked lcd. A receiver charge and boot was performed and failed. A functional test was performed and failed buttons testing. A receiver download was performed and passed. The receiver case was opened and an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause was a defective lcd.